Event description:
Event description boston scientific received information that during an elective pacemaker changeout proceudre this ventricular lead was explanted due to being fractured. The lead was removed and replaced.